Manufacturer narrative:
The returned product confirmed the damage reported. It should be noted that a design change was implemented via eco 214341. It should be noted that this product was manufactured prior to the design change.the complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The handle broke when the mallet hit it during cup implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.